Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the affected product be received.

Event description:
Customer reported the spike broke when the rn tried to respike the bag. There was no patient harm or medical intervention required. No further patient/event information was reported.